Event description:
It was reported that a revision surgery was performed due to the patient experiencing pain and having difficulty swallowing. The patient originally had a ti vectra plate implanted at c6-c7 in (B)(6) of 2013. The patient presented with pain and difficulty swallowing on an unknown date. It was reported that the patients esophagus is scarred in the area of the graft window of the vectra plate. The surgeon decided to remove the vectra plate and screws. The item number and lot number was provided for the plate but no lot numbers were provided for the screws. The devices have been discarded and will not be returned. The surgeon successfully removed the plate and screws. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. :implant on unknown date in (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as the device was discarded by the user facility and no lot number was provided. Placeholder.